Manufacturer narrative:
The previous admission for the chronic driveline infection referenced in these sections was reported under medwatch MFR. Report #¿s 2916596-2017-00900. (B)(4). Approximate age of device ¿ 3 years and 6 months. The pump remained in use at the time of the event. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted into the hospital and antibiotic beads were placed in the driveline wound due to a chronic driveline infection.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.